Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on the patient. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The puritan bennett customer support engineer (cse) was not authorized to repair the ventilator. The hospital biomed was unable to duplicate the alleged complaint. As per hospital biomed, the ventilator tested according to specifications and was returned to service.